Manufacturer narrative:
Prior to utilizing the product in the patient, the temperature indicator was not checked prior to the procedure to confirm that it was not black or dark grey. Prior to utilizing in the patient, the product was free of any kinks, bends or any other anomaly. The vascular reconstruction device and delivery system package were carefully inspected for damages to the sterile barrier. When the product was removed from the package, the guidewire/delivery system and introducer were held together to prevent stent movement. During removal of the cordis enterprise vascular reconstruction device and delivery system from the dispenser hoop, the operator confirmed that the enterprise delivery wire did not move relative to the introducer. Prior to removing from the package, the stent and the tip of the delivery wire were completely inside the enterprise introducer. It is unk if the tip of the delivery system (wire) was pre-shaped. The IFU guidelines were utilized to flush the system and to introduce and deliver the enterprise delivery system via the microcatheter (proper engagement with the microcatheter is vital). After the resistance/friction was noted, the microcatheter and enterprise delivery system were removed as a unit. The same enterprise stent was not utilized to complete the procedure. The enterprise stent was removed, but the target site was lost. After removing the enterprise stent, the stent was not damaged. There were no issues identified with the microcatheter. Constant flush was maintained through the microcatheter, and no other products went through the same microcatheter. The target site was acom arterial aneurysm with a 4mm diameter. The parent vessel was tortuous, with a 3mm diameter, and at a slight angle. The procedure was completed with another stent and the patient was in good health without neurological deficits. Prior to shipping, no other issues were noted on the enterprise stent delivery system, stent or microcatheters (kinks, bends, cracks, broken areas, uplifted struts, etc). This is the first of two products used during the same procedure on the same patient, which is associated with mfg report# 1058196-2007-00139. The product is available for evaluation and testing, however, the analysis has not been completed. Add'l info will be submitted within 30 days of receipt.

Event description:
During an embolization procedure, there was high friction between the prowler select plus and the enterprise stent. Both units were removed from the patient and the target site was lost. The procedure was completed with another stent and the patient was in good health without any neurological deficits.